Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped maintaining his device as recommended. In turn, the patient's ipg became in operable over time. A company representative met with the patient and confirmed the inoperable state of the ipg. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the patient's issue.